Manufacturer narrative:
The review of the batch record and inspection protocols of the reported device revealed no deviation. All qc criteria were within specification according to the batch record. The final inspection of the reported device and its procedure pack revealed no deviations and the environmental conditions during storage were within the limits. As reported by the customer the failure in shape development occurred during the device preparation. The visual and functional investigation of the returned device confirmed the shape development failure. A manufacturing-related failure, which was not identified in the qc inspection, could be identified as root cause for the reported event. A2 and a4 is unknown.

Event description:
It was reported that the device loaded into loader and pusher. Prior to insertion into the patient, an attempt was made to deploy they device outside of the body. The occluder would not properly deploy. Device not put in patient. Competitor device implanted without incident.